Event description:
The product complaint report shows the customer alleged that the audible alarm failed to activate. The customer's bio-med tech inspected the device and verified that the audible alarm was malfunctioning. The tech removed and replaced the alarm assembly. The unit was reported to be functioning to specifications again. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.